Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a mitral valve replacement surgery in (B)(6) 2009 and suture was used. The pt was told that a needle is stuck in or near a pulmonary vein and situated against the lung. No additional info was provided.